Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for four patients. The patient samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service did not evaluate the instrument. A bci field service engineer (fse) did not evaluate the instrument. Per the customer supplied documentation, a system check was performed on (B)(4) 2009 was within instrument specifications. A definitive root cause could not be determined for this event. This is four of four separate MDR reports related to four patient events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2011-05945, 05946, 05947, 05948 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.